Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product list number 6c36, that has a similar product distributed in the us list number 4p53.

Event description:
The customer observed a false non-reactive architect hbsag result for one patient. The following data was provided: initial with espline = positive, repeat result with architect hbsag= 0.00 iu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house sensitivity testing. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number indicates the reagent lot is performing as expected. The ticket trending review for the likely cause list number did not identify any trends for the likely cause lot and complaint issue. A review of the labeling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the complaint issue. In-house sensitivity testing using a retained reagent kit of lot 36387fn00 was performed. All specifications were met indicating that the lot is performing acceptably. The overall performance of the architect hbsag assay in the field was reviewed using data gathered from customers worldwide. The median population result for lot 36387fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency with the architect hbsag lot 36387fn00 was identified.